Event description:
It was reported that the lead exhibited high threshold. Multiple repositioning attempts did not fix the lead. The lead was explanted and removed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of unacceptable threshold was not confirmed. Analysis was normal. No anomaly was found. Analysis found outer insulation damage that was sustained during the surgical procedure.